Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Xtw (lot: 40515r1086) was chosen for implantation. During deployment when performing the second establishment of final arm angle (efaa) after removal of the lock line, the clip opened from 10-20 degrees to 20-30 degrees. Troubleshooting was performed but was unsuccessful. The physician decided to close the clip and deploy. After release, the clip opened from 15 degrees to approximately 30 degrees. The procedure was then aborted and ended with mr reduced to grade 2. No intervention was performed. The patient was placed under observation.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on the images/cine review, the information provided by the account and without the device to analyze, a cause for the reported unintended movements associated with clip opened during establish final arm angle and clip opened while locked could not be determined. The reported improper or incorrect procedure or method (user error) was associated with the user continuing with the procedure and implanting the clip despite unsuccessful establish final arm angle checks prior to clip deployment and the user not turning the arm positioner to neutral prior to clip deployment. Hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Xtw (lot: 40515r1086) was chosen for implantation. During deployment when performing the second establishment of final arm angle (efaa) after removal of the lock line, the clip opened from 10-20 degrees to 20-30 degrees. Troubleshooting was performed but was unsuccessful. The physician decided to close the clip and deploy. After release, the clip opened from 15 degrees to approximately 30 degrees. The procedure was then aborted and ended with mr reduced to grade 2. No intervention was performed. The patient was placed under observation.